Manufacturer narrative:
Concomitant medical products: product ID ascenda_cath, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Pump analysis revealed gear train anomalies due to corrosion and-or wear and-or lubrication and stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was later received from the patient via a manufacturing representative (rep) indicating that the pump was explanted on (B)(6) 2016 and replaced due to the stalled rotors. During the pump replacement, the physician tried to aspirate the catheter but was unable. The patient and the physician thought the rotors were stalled in the pump. Patient did not experience withdrawal but reported getting periods of relief, then pain, then relief, etc. She said she thought the pump was giving intermittent therapy. A rotor test was done on an unknown date and the physician said he did not believe the rotors rotated. The rep was no aware of any factors that may have led or contributed to the issue. The pump was delivering morphine (concentration 20 mg/ml, dose 5.097 mg/day) and bupivacaine (concentration 0.8 mg/ml, dose 0.20389 mg/day). At the time of this report the patient status was ¿alive ¿ no injury¿. The print report of the pump as examined on (B)(6) 2016 indicated that the estimated elective replacement indicator (eri) was 36m. A motor stall occurred on (B)(6) 2016 14:55 and recovered at 15:21.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown drug from an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016 it was reported that there was a pump issue, starting in (B)(6) 2015 there had been discrepancies of approximately 4 mls of excessive drug with three consecutive refills. The patient did not have any symptoms of increased pain or withdrawal. It was noted that a rotor study was done and very little movement of the rotors was seen. The patient was scheduled for replacement. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.